Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that there were possible bladder infections and patient stopped using the purewick female external catheter but the patient did not specify the cause for it. It was unknown if the device contributed to the bladder infections at this time and it was unknown what medical intervention was provided for bladder infections. It was noted that patient had been using products for less than 90 days.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "inadequate material selection - materials of construction are not biocompatible". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: " discontinue use if an allergic reaction occurs." " replace the purewicktm female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there were possible bladder infections and patient stopped using the purewick female external catheter but the patient did not specify the cause for it. It was unknown if the device contributed to the bladder infections at this time and it was unknown what medical intervention was provided for bladder infections. It was noted that patient had been using products for less than 90 days.